Event description:
The consumer used the product on their back around the shoulder blade for six hours. When the patch was removed, skin remained adhered to the patch. Her doctor advised her to treat the area with neosporin and band aids. No add'l detail provided.

Manufacturer narrative:
Since this disposable single-use device, the patch is unavailable for eval and analysis. Review conducted by MFR yielded no significant complaints or trends regarding this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info for continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.